Manufacturer narrative:
A1: patient identifier: requested, but unknown a2: age & date of birth: requested, but unknown a3: patient sex: requested, unknown a4: weight: requested, but unknown a5: ethnicity: requested, but unknown a6: race: requested, but unknown d4: lot number: potential lot numbers: 221013f, 221018f, 221019f & 230112f d4: expiration date: potential dates: 2027-september, 2027-september, 2027-september & 2028-december d4: UDI: potential udis: not applicable d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: initial reporter name: mr./ms. Horiuchi e1: phone number: requested, unknown e2: health professional: requested, unknown e3: occupation: office clerk h4: device manufacture date: potential dates: 13 oct 2022, 18 oct 2022, 19 oct 2022, & 12 jan 2023 the actual sample is not available instead, a reference photo was received showing an assembled needle connected to a syringe without the packaging. The syringe contains a liquid solution. The needle punctured through the protector. Tc confirmed that the punctured site is located 20 mm from the protector flange. Traces of usage cannot be confirmed by the branch. The retention samples were visually inspected and confirmed free from the bent cannula or protector puncture. The supplied cannula raw material is tpc inspected wherein overall condition has been checked. No nonconformity was noted during inspections. We have received ten (10) complaints related to protector puncture from april 2021 to july 5, 2023, in which five (5) cases resulted in needlestick. Based on the investigation the cause was not identified as related to our product or production process. The root cause of the complaint is not related to our product or production process. The reported needles have all been inspected prior to blister packaging, and there has been no occurrence of protector puncture during the inspection. Therefore, the possibility of needlestick during recapping cannot be ruled out. The retention samples were visually confirmed in good condition. In addition, a lot of history files revealed no nonconformities that will lead to the complaint. We also have a series of inspections such as in-process and outgoing inspections that check the condition of the assembled needle. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that after a nurse filled the involved device with drug solution (xylocaine), he/she changed the needle to a 26g. Then he/she felt pain in his/her fingertip. Upon checking, the needle was found to be protruded from the protector. The needle was kept as it was. The event occurred pre-treatment. Sample evaluation from tc received on (B)(6) 2023: traces of usage cannot be confirmed on the product as informed by the branch therefore, the possibility that the user was pricked by a dirty needle cannot be excluded. One (1) piece of the actual sample connected to a syringe, was received without the package. The protector is punctured at 20mm away from the protector opening. The solution remains in the syringe. The trace of recapping was not confirmed.